Manufacturer narrative:
The sealing plugs are normal. The spring elements to contact the indifferent lead connections do not show any deformation. Some metal shavings can be found in the ventricular lead plug receptacle. The inner thread of the receptacle for the ventricular lead attachment screw shows a trace of a second threading. The dimensions of the connection system meet those prescribed in the international standard. The lead attachment screws for the different lead contact have the correct dimensions, meet the tolerance standards, and are mostly undamaged. The clamping depth required to clamp and is-1 lead plug is reached with the lead attachment screws. A clamping mark can be seen on the bottom side of the ventricular lead attachment screw. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing errors. There is definitely no electronic defect. The auto-initialization of the pacemaker had not yet been concluded. The lead configuration had so far been detected as atrial bipolar (pacing and sensing) and as ventricular unipolar (pacing and sensing). The analysis results do not provide any indication that there is a material defect or manufacturing error. The pacemaker is within the specifications. Only the ventricular plug receptacle shows traces of several contacting attempts with corresponding damage to the threading.

Event description:
The pm showed solely aai pacing directly after the implantation when the magnet was applied. An interrogation with the ics 3000 determined a ventricular impedance of >3200 ohm. The subsequent revision with the v lead being disconnected/connected twice, during which the clamping of the set screw was unremarkable even initially, also did not lead to a different result.